Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the broken device goes on external fixation, not incurring to any risk that could fall into the incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that bolt didn¿t fit into the strut as it normally does. The shoulder bolt broke and got stuck inside a strut. Delay no longer than 30 minutes was recorded.